Manufacturer narrative:
Section b: date of death corrected. Section d4: UDI number corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported outcomes could not be conclusively determined through this evaluation. It was reported that the physician to get instruction on how to turn off the system controller after patient passed away. Instruction was given to put the controller to sleep by holding the battery symbol on the controller for 5 seconds. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. A1- a4: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.

Event description:
It was reported that the patient passed away at the home.